Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge had gotten "stuck" during the load process. Reportedly, the customer was eventually able to load the cartridge properly. The contact declined to provide further information regarding the issue. The customer's blood glucose was 284 mg/dl. Customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the touch screen issue was verified. Based on the analysis, the alleged cartridge issue could not be verified.